Event description:
It was reported that the patient expired at the time when the device was connected to the patient. Customer states that the baby was not dependent on a ventilator. He was diagnosed with respiratory distress syndrome. The customer would like the trend data extracted. The customer is not calling in to complain about the rad-8. The customer does not have the sensor to return.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.